Event description:
The customer reports observation of an elevated advia centaur progesterone (prge) result which was discordant relative to repeat testing while using lot 321. An initial elevated result (above assay measuring range) was obtained for a female patient. This elevated result was not reported to the physician. The sample was re-tested after manual dilution (1:2) and produced a much lower result. The same sample was repeat-tested neat (undiluted) and a similar low result was obtained. This lower result was consistent with clinical expectation, accepted as correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated advia centaur progesterone (prge) result which was discordant relative to repeat testing while using lot 321. Quality control (qc) recovered within customer established ranges. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is evaluating the event.

Manufacturer narrative:
MDR 1219913-2024-00344 was initially filed on 07-jun-2024. Additional information (21-jun-2024): siemens healthcare diagnostics has concluded the investigation of the event. Siemens evaluated the instrument data and the information provided by the customer. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges and no issues were reported with other patient samples. The system reagent probe 2 volume check error occurred around the time when the discordant result was generated. The issue was resolved by routine troubleshooting. A product problem has not been identified. Customer is operational; no further actions are required. In section h6, the investigation findings and investigation conclusions codes were updated.